Manufacturer narrative:
(B)(4). (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that during surgery on (B)(6) 2016 the surgeon observed that the nail color is not green as normally expected. Even though the sterilization expiration date of the product was labeled as october 1, 2025, the surgeon decided not to it because it was assumed that something with the color is wrong. The surgeon used a similar nail to successfully complete the procedure. The surgery was not delayed due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was not implanted/explanted. A manufacturing evaluation was completed: nail received in minigrip. The reference numbers match with the data reported in the complaint. The lot number reported in the complaint refers to sterile product. The product is released from (B)(4) manufacturing site as unsterile product part 04.004.552 lot 9676150. The correspondence between sterile lot and unsterile lot was verified. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The returned part was re-inspected for all the features pertinent to the complaint condition. The visual inspection confirmed that the color of the nail is conforming to the specification (light green/ ti-b125).the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.